Event description:
Pt admitted for open reduction and internal fixation of a left distal radius fracture involving implantation of a lo-con vls plate, screws, and minimally invasive injectable graft -miig- under fluoroscopic guidance. Pt had wrist swelling and gram strain from aerobic wound culture obtained showed abundant polymorphonculear leukocytes. This culture grew rare enterobacter species.